Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. As part of the preventative maintenance process, the event code was cleared from the memory of the device and thereafter did not return. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
During routine preventative maintenance by physio-control, it was observed in the review of the electronic download of the device that an event code was logged in memory which is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.